Manufacturer narrative:
An event regarding loosening of the femoral stem involving a patient specific distal femur was reported. The event was confirmed by x ray review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a distal femoral replacement which inserted on the (B)(6) 1983. The surgeon reported an aseptic loosening of the implant. The x ray provided showed that the remaining femur has gross bone resorption and osteolysis with segmentation of the cement mantle and the radiolucent lines. The femoral stem is misaligned with the femoral cavity indicating that the stem is loose. Therefore, the radiographic assessment can confirm the reason for revision. Product history review: a review of the siw company intranet confirms that the implant was manufactured and accepted into final stock 20 jan1983. Complaint history review: based on the device identification the complaint databases were reviewed from 01-jan-2017 to present for similar reported events regarding, patient specific, distal femur, femoral stem, loosening. There have been 8 other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was submitted for patient's right distal femur. Diagnosis is "aseptic loosening". Note indicate "I cannot find the original bme number/pin number". Additional notes state " revision dfepr. Any way of preserving tibial prosthesis? Extracortical plate laterally long as possible and screws please".

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was submitted for patient's right distal femur. Diagnosis is "aseptic loosening". Note indicate "I cannot find the original bme number/pin number". Additional notes state " revision dfepr. Any way of preserving tibial prosthesis? Extracortical plate laterally long as possible and screws please."